Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-55023.

Event description:
It was reported the customer was having difficulty with their sensor. The customer stated they were using enlite sensors ordered by their doctor even though they were off label. The customer also reported differences between their sensor glucose and blood glucose readings. The customer reported an incident where their blood glucose was 49 mg/dl and their sensor glucose was 130 mg/dl. The customer also reported having a major hypoglycemic episode. It was also found the customer had another incident where their blood glucose was 250 mg/dl and their sensor glucose was reading 100 mg/dl. Customer also reported being a brittle diabetic, therefore fluctuations in their blood glucose was normal. The customer also reported receiving calibration errors and change sensor alerts. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.